Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While handing off the ruby coil detachment handle (handle) to the scrub technician for a coil embolization procedure, a penumbra sales representative accidentally dropped the handle on the floor. The handle dropped prior to its use and was therefore, not used for the procedure. The procedure was completed using a new handle.